Event description:
Procedure: lung resection. According to the reporter: during segmental resection of lung and thoracoscopy, stapler could not fire. Prior to use, the jaw could be closed and opened normally. New one was opened to complete the case with no problem. Pre-fire was observed by our sales rep. No patient harm. The patient reported status is good. Operating time extended: less than 30 minutes. No info of lot# or patient information is available. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).